Event description:
The facility representative reported an infusion pump with that would not hold a charge. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 16, 2007. Evaluation summary: the reported condition was confirmed during service on 12/20/2006 at the customer's facility. The device would not hold a charged due to depleted batteries. The batteries were potentially damaged and were replaced. This issue is currently being investigated. Review of the complaint history reveals similar reports have been received for this product for the reported issue.